Manufacturer narrative:
The customer re-centrifuged the sample before repeat testing with lot 007. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
A customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results for a patient sample with lot 007 and nonreactive (negative) results for the same sample with lot 003. It is unknown which results were reported to physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00190 initial report of march 16, 2021. Additional information - 04/26/2021: siemens has concluded investigation into a sample observed to be non-reactive with advia centaur xp sars-cov-2 total (cov2t) lot 709003 and reactive with lot 709007. Information required to investigate was not available to siemens. Siemens is unable to rule out a sample specific issue. A product problem has not been confirmed.